Manufacturer narrative:
Coding updated/corrected based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received confirming that the patient did have clipping because the pipeline treatment failed even though it was previously reported that there were no future plans for medical or surgical interventions for the aneurysm and no medical or surgical interventions required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the aneurysm was treated with clipping. It was noted that are no future plans for medical or surgical interventions for the aneurysm and no medical or surgical interventions required as a cause of the case being abandoned. It was noted that patient was doing well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a long sheath was placed at right common carotid artery (cca) and a guiding catheter was placed at right internal carotid artery (ica). Deployment of the fd (flow diverter) was attempted but it wasn't opening in the center. Resheathing was performed but it did not open and after that it got stuck in the phenom 21 microcatheter. It was noted there was no alleged product issue with the phenom 21. No patient symptoms or complications were associated with this event. The patient was undergoing flow diversion surgery for treatment of an anterior communicating aneurysm with a target landing zone from the a2 to a1 region. It was noted the patient's vessel tortuosity was severe. Right ica access vessel diameter was 4.3 mm. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Ancillary devices included neuronmax sheath, neuron guidecatheter, and traxcess guidewire. Additional information received that lesion characteristics (location, size, type, side, dimension,etc.) Include: right ica , right a1 approx. 2.3 mm, left a2 approx. 2.4mm. The cause of the resistance was not determined. There was resistance in the center of the catheter. The flow diverter became stuck in the center of the catheter. The resistance occurred during delivery and during retraction/resheathing in minimal amount. A continuous saline flush was administered and maintained as indicated in the IFU. The flow diversion was a pipeline vantage. There was no damage to the flow diversion pushwire or catheter observed. The procedure was abandoned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clipping was done in the next coming day as the pipeline failed to open.

Manufacturer narrative:
Correction to h6: fdd code a0510 was previously missed and has now been added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.